Manufacturer narrative:
(B) (4).

Event description:
The patient experienced increased tone and generalized itching. A catheter study was performed ((B) (6) 2010). The doctor was able to aspirate the catheter and some contrast was seen at the catheter tip but not the usual "plume". During the revision surgery, the doctor disconnected the catheter from the pump. A jelly like substance was found in the sutureless connector "cup" that connects to pump. The substance was removed and had good csf flow. Part of the catheter and sutureless connector were removed and replaced. The catheter was revised on (B) (6) 2010; it was reported that the surgeon removed the pump connector, found brisk flow of csf, attached a connector and catheter to the pump. The drug being administered via the pump was lioresal baclofen. Additional information has been requested.